Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that vitrectomy cutting was not possible. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative was able to confirm the vitrectomy handpiece functionally non-conforming. It was recommended that the customer replace the handpiece to resolve the issue. The company representative confirmed that the system met specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on february 4, 2009. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on march 6, 2009. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming vitrectomy handpiece. However, how and when that vitrectomy handpiece became functionally non-conforming remains inconclusive. (B)(4).